Event description:
IT WAS REPORTED THAT A PATIENT IMPLANTED WITH A SPINAL CORD STIMULATION (SCS) SYSTEM PASSED AWAY. THE CAUSE OF DEATH IS UNKNOWN. NO FURTHER INFORMATION HAS BEEN OBTAINED.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (SCS) system passed away. The cause of death is unknown. No further information has been obtained.Additional information received stating that the patient had prostate cancer and cardiovascular disease. The reported death was determined to be unrelated to the device or therapy. No further information is available at this time.